Manufacturer narrative:
No devices or photos were received; therefore, the condition of the components is unk. Fit and orientation could not be evaluated without x-rays or surgical notes. Pt factors that may affect the performance of the components such as bone quality, activity level or type of activity (low impact vs high impact) are unk. A definitive root cause cannot be determined with the information provided. Review of the device history records for the tibial baseplate did not find any deviations or anomalies. Review of the device history records for the cancellous screws was not possible as the product and/or lot numbers required for retrieval wer unavailable. It is not suspected that the product failed to meet specification. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It was reported that the pt developed a cyst around the cancellous screws in the tibia, and was revised.

Manufacturer narrative:
This report is being submitted to amend age/date of birth, weight, event problem codes, date received by MFR, type of reports, if follow-up, what type?, evaluation codes and additional MFR narrative. The device was used for treatment. Manufacturing documentation for the tibial plate was reviewed and indicates that the device was manufactured, inspected, and packaged to specification. A complaint history search was performed for part and lot combination which revealed zero additional complaints. Review of the revision operative notes confirmed that the patient underwent a right total knee revision for pain due to a large cyst in the tibia. It was noted that a defect on the tibial bearing was observed while it was being removed. It was said that a notch was created from the femoral component. Erosive edges were also noted on the femoral component. The large cyst was curetted in the proximal tibia and it was filled with cancellous bone chips. It was noted that the patient has fallen twice leading up to the revision surgery due to instability in the pre revision notes. There was nothing indicative of looseness or instability in the revision operative notes. The additional information does not change the investigation as it confirmed that there was a bone cyst. A definitive root cause cannot be determined.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical product - primary femoral 2/r pc catalog# 621200021 lot# 1550755, nk2 durasul tibial ins.con.1/2 r11 catalog# 620108911 lot# unk, patella metal-backed ol, 1 catalog# 620001101 lot# unk. The tibial baseplate has foreign material on the distal surface. Scratches and wear was found on the sides and proximal surface. The screws had a few scratches and dents on the screw heads. Dimensions measured were within specifications. From the package insert damage, instability, pain, and wear debris are all cited adverse effects.